Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced left sided weakness and a headache on (B)(6) 2015. A CT scan revealed a large right parenchymal hemorrhage with an eventual midline shift. Due to the debilitating nature of the stroke, it was reported that the patient's family decided to withdraw care from the patient on (B)(6) 2015. An autopsy was not performed. The patient's vad was reportedly functioning as expected.

Manufacturer narrative:
Approximate age of device ¿ 4 months. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device was not explanted. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.